Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) in (B)(4) alleging that the onetouch ultra2 meter is giving inaccurate low reading of "140 mg/dl" compared to the lab reading of "230 mg/dl." This medical surveillance obtained follow-up answers on (B)(6), 2010 from (B)(6). The patient tests his blood glucose 4 times per day and manages his diabetes with novo rapid and insulator insulin. The novo rapid is based on a sliding scale regimen per the lfs meter reading. On average the patient takes 32 units of insulator insulin once per day and 12 units of novorapid 3 times per day. The patient claimed he took 12 units of insulin based on unspecified low reading obtained on the subject meter and developed hypoglycemic symptoms of "sweaty, blurred vision, and feels very tired" 1 hour and 45 minutes later. Self treatment with food and drink was administered at the time of concern. He slept for approximately 1.5 hours after his alleged treatment and felt better afterwards. During the follow-up, the patient could not provide the specific readings he obtained prior to and during the alleged symptom on the day of concern. According to the troubleshooting performed with customer service, the patient's meter to lab comparison was performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of hypoglycemia after he took insulin based on the lfs meter reading.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 207 mg/dl, 246 mg/dl, 180 mg/dl, 200 mg/dl, 172 mg/dl, and 52 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory however, they were all obtained outside a ten minute time frame. This is a final report.